Manufacturer narrative:
The drive support disk was inspected and no anomaly was noted. The pump had a minor scratched lcd window, a cracked reservoir tube lip, and a cracked end cap. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the motor came out from the back of the insulin pump. Customer's blood glucose was over 300 mg/dl at the time of the incident. Customer was priming when the motor came out. Customer stated that the drive support cap is also sticking out. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.